Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/17/2021 h.6. Investigation: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Pictures for the returned sample were forwarded to the manufacturing facility. Wo photos of 1 loose 0.3ml bd insulin syringe were provided. The customer reported about needle/shield separation from the barrel when removing the shield. The provided photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 0248499. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200908078] noted that did not pertain to the complaint. CAPA#1630423 was initiated. See h.10.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield."